Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that cuff misses occurred during attempted suture placement using two proglide devices in the right common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. When the plunger was pulled back, there was no suture present with the two proglide devices. A third and fourth proglide device were used for successful suture placement. The arteriotomy was 6f and was upsized to a 12f during the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the successfully placed sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.